Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, the sheath was placed in the cephalic vein, then lesion was tried to cross using pcb and a guidewire, but the guidewire was unable to cross. During investigation, the tip flexible length was kinked, and since lesion could not be crossed further the guidewire was removed from pcb. Only the guidewire was able to remove without any separation and no problem. The lesion was tried to cross again using another of the same guidewire and crossed successfully; dilation was then performed using the balloon. First dilation was performed at 10atm, however the balloon ruptured upon second inflation at 7atm for 60 seconds. Consequently, dilation was performed using another of the same device and procedure was completed without any problem. The patient was in good condition post procedure.